Event description:
It was reported that surgery had came across this defective foley inside of a foley temp sensing tray. The foley had a hole in it.

Manufacturer narrative:
The reported event was unconfirmed as the product meets specifications. Visual evaluation of the returned sample noted one opened without original packaging, used foley with label (batch number ngkx1687 and manufacturing lot number ngkx0528). Visual inspection of the sample noted no obvious observations. The sample was tested for "deflation due to trauma." Using the in-house luer lock syringe, the catheter was filled with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and inflated with no difficulty. It was then allowed to rest and no leaks were noted. The catheter then deflated 10ml passively and successfully in 08sec. The urine lumen was then filled with water and no leaks were noted. A device history record review was not required as the investigation was unconfirmed. The investigation is concluded, and no additional action is required at this time. Corrections made to tab(s) d and h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that surgery had came across this defective foley inside of a foley temp sensing tray. The foley had a hole in it.